Event description:
Affiliate reported that, the stepping motor or other system in the valve housing has detached from the base plate. The patient's condition is stable. The device is implanted in the patient's body and a revision has not been scheduled since the patient's condition is good. The doctor noticed the valve breakage by x-ray.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.